Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise and loss of capture due to conductor coil damage as a result of subclavian crush. The lead was was removed from service and disposed of. No additional adverse patient effects were reported.